Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2014 as the bleeding was reported on (B)(6) 2014. However, no specific event date was reported. Lot #, manufacture date: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during an anterior and posterior vaginal wall mesh procedure performed on (B)(6) 2013. According to the complainant, on (B)(6) 2014, the patient complained of bleeding after urination. An examination was performed and bleeding from the suture in the posterior vaginal wall was observed and mesh exposure on the area was confirmed on (B)(6). Relief of symptoms was then reported and follow-up observation was performed. On (B)(6) 2015, there was recurrence of bleeding from vagina. On (B)(6), mesh removal was then planned under lumbar anesthesia. Reportedly, the mesh was placed in the vaginal wall during the procedure.